Manufacturer narrative:
(B)(6).

Event description:
The customer reported the device shut down and would not power on. Due to a no power condition. If a loss of power occurs during use it could cause the unit to shut down. No patient involvement reported.

Manufacturer narrative:
On the customer returned pm pcba, a bad solder connection at resistor r31 caused the 35v supply to shut down at higher loads intermittently which triggered error codes 1115, 111b and 1104. Re-soldering r31 resolved the problem.